Event description:
The customer contact reported a separation. On (B)(6) 2014 at 0930, the tubing set was connected to the female adapter of the pt's peripheral IV access site and was being used to deliver an unspecified volume of normal saline, at a rate of 120ml/hr, via a plum pump. On (B)(6) 2014 at approximately 0925, it was reported that the pt called out and the nurse went to check the pt. At this time, the nurse reported that less than a pint of blood had leaked onto the pt's gown and sheets. It was reported that the tubing had separated from the distal clave y-site of the tubing set. The customer contact reported that the pt was stressed so bad that the IV access site was discontinued; however, no medical interventions were required. It was reported that the therapy was not resumed. There were no reported adverse pt effects and no delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.